Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in laparoscopic living donor nephrectomy procedure, the surgeon open and close the jaws for practice outside the body, then he/she tried to fire the device to the vessel however could not. They replaced it with new handle and new reload and the firing was completed. The surgical time was extended by less than 30 min. There was no patient injury.